Event description:
This report summarizes 23 malfunction events where a midwest e pro handpiece overheated. In 3 events, patients had a minor burn and did not require intervention. In 20 events, no injury resulted.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 22 of 23 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 1 device found it to be within specification. Evaluation of 1 device found excessive wear due to a lack of proper maintenance and lubrication. The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of 1 device found excessive wear due to a lack of proper maintenance and lubrication. The device had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of 2 devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 16 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 1 device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer.